Event description:
It was reported the patient's low flow limit was adjusted to 2.0 lpm on the primary system controller due to frequent low flow alarms. The patient was unable to tolerate a system controller exchange at the time of the upgrade. The patient remained on central veno-venous (vv) extracorporeal membrane oxygenation (ECMO) for right-sided support. The patient also had a significant acute kidney injury (aki), which they were on continuous renal replacement therapy (crrt) for. The patient also had an acute lung injury (ali), which remained quite tenuous. The aki was not believed to be device related. The patient went back to the operating room to attempt to remove the cannula in their glenn procedure. The patient experienced a hemorrhagic stroke with midline shift and the family decided to withdraw care. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The patient¿s system controller was updated on (B)(6) 2024. This upgrade adjusts the patient¿s low flow threshold to 2.0 lpm. Per physician's request, the was alarm adjusted on primary controller while patient was connected as it was felt patient could not tolerate controller change at that time. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision b is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including stroke, bleeding, renal dysfunction, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.